Manufacturer narrative:
The mechanical thrombectomy device was not returned for analysis, as it was discarded. Attempts were made to obtain the specific device information , however, they were unsuccessful. Based on the reported information, there was no report that the device was defective. The event reported occurred post intervention. Per the medical report, it appears the indwelling stent (competitor device) occluded and caused the neurological deterioration. MDR related to this event: 2029214-2016-00619, 2029214-2016-00774.

Event description:
Medtronic received report of neurological deterioration post mechanical thrombectomy intervention. There was no device deficiency or malfunction. Post intervention imaging revealed malignant cerebral edema. This was reported to have been index stroke procedure related and study disease related. The event was treated with medication which resolved with sequelae. Per the source documents, there were several attempts made to retrieve the clot with multiple modalities that were largely unsuccessful. 5 thrombectomy retrieval attempts were made but no increase in tici was achieved. A sixth pass with direct aspiration was made that was also unsuccessful. Therefore, a decision was made to place a competitor stent to open the artery with tici of 2b reperfusion. The stent was reported to be spanning from the supraclinoid left ica to the mid m1 segment. The patient was started on asa/plavix load in attempt to keep the stent patent and patient was transferred for closer monitoring. At 24 hours post tpa MRI brain was obtained, which demonstrated the left mca infarct but no hemorrhage and moderate in-stent narrowing. The narrowing of the stent was suspected from the rigidity of the vessel, external to stent. Essential normal cta of the neck. There was no parenchymal hemorrhage or mass effect. Minimal edema. 2nd day post intervention, the patient became more somnolent and repeat imaging demonstrated increased edema in the stroke bed. There was also report of evolution of large left mca territory infarct with possible in-stent (competitor device) occlusion. Hypertonic saline was started. On the 3rd day, continued evolution of the left mca territory infarct with unchanged mass effect and no hemorrhage. It was also confirmed that the competitor stent was occluded. The new occlusion was in the left ica terminus and mca, beginning with the indwelling stent, with filling of some of the distal left mca branches. There were not attempt to clear the in-stent occlusion for fear of reperfusion. Mannitol bolus was given for concern of further increased edema. Repeat imaging revealed stable edema. Baseline nihss was 15. Just prior to procedure, the nihss was 7. Post intervention, the nihss was 21. 7 days post intervention, the nihss was 23 and mrs was 5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.